Event description:
It was reported that the ilet mobile app displayed an ¿nfc not supported¿ message when the user attempted to connect a freestyle libre 3 plus sensor, and the sensor had already been started on a different device, leading to a ¿sensor in use by another device¿ situation; the phone used was not listed as compatible and the user ultimately used a compatible phone to start a new sensor. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.